Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had run low and high. The high blood glucose reading was 300 mg/dl and the low blood glucose was 43 mg/dl. The customer declined troubleshooting for both issues. He reported that his body had been under stress. The insulin pump was not replaced or returned.